Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the physician found it difficult to insert the stylet and the lead got stuck in the sheath at the distal end. It was also noted that the patient had a total occlusion. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.